Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead serial# unknown product type lead. Conclusion code 92 belongs to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a ¿tens unit¿. The leads were broken. Device model ¿7721¿was noted. No patient symptoms were reported.